Event description:
I have the mcghan implants that are on recall inside of me. I am trying to get clearance to explant the device. I'm extremely sick, I can barely walk. I have 90% of the breast implant illness symptoms. I'm bedridden, I need help. I have swelling and pain in my right armpit and right chest. Can you help me? FDA safety report ID# (B)(4).